Manufacturer narrative:
Device received with stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported they were having issue with battery compartment and can¿t get it off and have a low battery. Blood glucose was 53mg/dl and treated it with orange. The customer declined low blood glucose troubleshooting. The insulin pump will be returned for analysis.